Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that the first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer lumen. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed 18-jul-2018. It was reported that difficulty advancing occurred. The 75% stenosed target lesion was located in the left anterior descending artery. There was friction while trying to advance a 2.50 x 12 mm promus premier select. The stent removed and replaced with a different device. There were no patient complications and the patient status was stable. However, retuned device analysis revealed stent and tip damage.